Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the guidewire could not retract and remained in the catheter was inconclusive due to the sample condition. One 20g x 2.25¿ accucath catheter was returned for investigation with the deployment system. The safety mechanism had been activated and the needle had fully retracted within the housing. The guidewire extended from the housing and the catheter was located over the guidewire. The proximal end of the pink catheter hub was located 1.8cm from the distal end of the white button that activates the safety mechanism. A visual observation of the returned sample revealed evidence of use. Blood residue was visible on the deployment system and throughout the catheter. The guidewire had not been fully removed from the catheter. A microscopic examination of the guidewire revealed that the coiled portion of the guidewire was located within the catheter near the midpoint the tubing. Dry blood residue was located within the catheter around the guidewire. Semi-circumferential creases were observed 7mm, 10mm, 13mm, and 16mm from the distal tip of the catheter, which is consistent with crease caused when the catheter is kinked. The distal tip of the guidewire was located proximal to the creases in the tubing. The distal tip of the catheter was out of round and pointing inward at two locations. A tactual investigation revealed some resistance between the wire and the catheter, but this was most likely attributable to the dry blood residue in the catheter. A functional test revealed that the wire could be removed from the catheter. Dry blood residue was pulled from the catheter and remained attached to the wire. No obstructions were observed within the catheter that would have prevented guidewire removal. Depressing the white safety activation button retracts the needle and the proximal portion of the guidewire into the safety chamber. The distal end of the guidewire, which includes the coiled tip, may remain in the catheter once the safety mechanism is engaged. The length of the guidewire was found to be within specification. The kinking observed in the catheter may have inhibited guidewire removal; however, based on the condition of the sample and unknown clinical conditions, the complaint is inconclusive. A lot history review (lhr) of reay0001 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales representative, facility reported that the guidewire on the 20g 2.25" accucath did not retract and remained in the catheter. No other information has been reported. On 2/9/17 - additional information received from the sales representative: the event occurred during placement. No patient harm reported.